Manufacturer narrative:
Is this a single-use device that was reprocessed and reused on a patient: unknown, the customer did not provide this information. Device evaluation: one device has been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
A pd nurse at a clinic reported that a patient returned with a cut on their pd catheter. No lot number and no implant date were provided. The catheter was replaced. No harm or injury to the patient was reported.